Event description:
It was reported that there was a hardware removal of tibial lift plate on (B)(6) 2013. Implant date is unknown. The removal was performed to accommodate a future total knee procedure. During removal it was found that one of the screws was cold welded into the plate and the surgeon broke 2 screw drivers (broken shafts) and a t-handle (broken weld at the t) trying to remove the screw. The procedure was successfully completed by using a midas rex drill. The patient has an extended incision and the procedure was completed. It was noted the surgeon will have follow up with patient on recovery process. This report is on the stardrive screwdriver t25 self-retaining. This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. One stardrive screwdriver was returned for evaluation. The stardrive tip is deformed with a slight twist in the tip. The material and hardness was checked at this evaluation and passed. The deformed tip is not associated with manufacture. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned t25 stardrive screwdriver was manufactured in november 2008 and is over 5 years old. The returned product was subjected to destructive testing for hardness, which is 59.4 hrc. This conforms to the acceptance requirement of 56-60 hrc. The returned product shows the distal working tip was twisted counter-clockwise since it was used to remove screws that were cold welded. In the technique guide for liss when screws are inserted, the guide recommends that a torque limiting screw driver is used to ensure that ¿the torque applied reaches the minimum level necessary for locking¿. Since the screws were cold welded prior to removal, it would require the clinician to exert almost 50% more torque to remove the screws. Therefore, since the product shows no signs of a design issue and the clinician had to use excessive force to remove the screws, the complaint is invalid from a design perspective.